Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported from the manufacturer representative, reporting that no motor stall had occurred. The pump replacement was due to end of services (eos).

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 2,000 mcg/ml lioresal at 439.8 mcg/day via a pump implanted for intractable spasticity and cerebral palsy. It was reported that on an unknown date there was a pump motor stall. No patient symptoms were reported. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.